Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that the paramedics where called due to high blood glucose and dka. Customer stated that he was transported to hospital where he was treated and released. The blood glucose reading at the time of hospitalization was 800 mg/dl. Customer stated that he has a back issue and had an epidural shots that caused the high blood glucose. Nothing further was reported.